Event description:
Complainant alleged that during treatment of a pt (age and gender unknown) upon power up the device displayed "defib pad short" and "poor pad contact" messages. Complainant indicated that another device was obtained and monitoring was then possible. Complainant indicated that there was no adverse effet to the pt due to the reported malfunction.

Event description:
During preventive maintenance of the device, the device would only power-up in monitor mode. The complainant indicated that there was no pt involvement in the reported malfunction.